Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25 mm trifecta gt valve was implanted. On (B)(6) 2017, the valve was explanted due to infection. The status of the patient is unknown. Additional information is requested including the patient weight.